Event description:
It was reported that the patient went into ventricular tachycardia/ventricular fibrillation due to an electrolyte abnormality and an alert was triggered. Oversensing was also noted. The lead is still in use. Reprogramming will be done to help with the oversensing. The patient is hospitalized to deal with the electrolyte imbalance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Patient alert for lead failure predictor on (B)(6) 2011 20:16:59. Sensing - oversensing 5 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 21:19:42 and 21:25:00. 34 - vf<=210 ms average v-cycle between (B)(6) 2011 21:40:14 and (B)(6) 2011 21:17:51. Sensing - interference/noise. Ventricular short interval count v-sic=9.8 counts avg/day, in 22.40 days, between (B)(6) 2011.